Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised because of osteolysis with loosening of the femoral component.

Manufacturer narrative:
Examination of the submitted femoral component could not confirm the reported loosening; however, evidence of lack of bony in growth was found which could contribute to device loosening. A search of the complaint database did not show any additional reports against the lot code. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.